Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing-noise, high impedance, undefined impedance, non-sustained ventricular tachycardia episodes, and was fractured. The lead was capped and replaced. During the replacement procedure, a new rv lead was place and when it was connected to the patient's device high impedance was noted. The physician decided to cap the lead for future use. A second lead was successfully implanted with no issues. No patient complications have been reported as a result of this event.